Event description:
It was reported that during an ureteroscopy procedure the basket failed to retract. The target stone was in an unspecified ureteral location. A f/g shm 2.4/4/120-120-0/16mm had been advanced and was able to capture the target stone. The device was removed from the scope. The basket was unable to retract. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.